Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, the power supply board has been changed to trigger error 52 (buzzer). Despite several requests for device/parts return, no additional information was provided. From complaint description it seems that the cause of the event could be linked to a defective keypad but this cannot be confirmed without proper investigation test in brézins. However, if we do get information later on we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated the trend is: normal.

Event description:
The following has been reported by customer: replaced power supply board: problem: error: buzzeraction: replaced power supply board. Afterwards device had error: timekeeper. Manual suggested replacing power supply, switched out power supply with another new power supply and found the same error. Will need to replace cpu board next. Took cpu board out of other broken pump (B)(4), that had defective power board, as new parts have not arrived yet. Installed cpu board and reassembled. Plugged into agilia partner software and performed pm tests. All pm tests passed. After attempting reconfiguration, got a notification that the pump was already centaurium and could not configure. Noted that although pump was not in server mode that, libraries were still downloaded. Reached out to fresenius it manager about issue. Met with fresenius it manager and went through steps to resolve issue. Found that problem was being caused by not flashing cpu before doing pm/configuring. This meant that sn on the pump and what was on cpu board were not the same. Manager was able to remove device manually. After that was completed, perform cpu flash, and reconfiguration. Device was able to be configured. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.